Event description:
It was reported that a couple of years ago, the patient met with a manufacturer's representative who reset the programs. The patient stated ¿the girl¿ reset the two for his back which were supposed to be shut off. The device settings were ¿reset incorrectly¿ a couple of years ago. Since then, the stimulator seemed to do more harm than help. The patient had two programs for his legs and two for his back. The patient wanted to set up with a manufacturer's representative to have the settings reprogrammed. The patient did not want to pay (B)(6) to go through the doctor¿s office to have the reprogramming done. No interventions or outcome were reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).